Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: part: ep-105933, epoly 32mm rlc lnr mrom sz23, lot: 909830, part: pt-116054, regen/rnglc+ ltd 54mm sz 23, lot: 783960, part: 103203, taperloc por fmrl 9x137, lot: 469550, part: 103532, ti low profile screw 6.5x25mm, lot: 394600. Multiple MDR reports were filed for this event, please see associated reports: liner: 0001825034-2019-04137, cup: 0001825034-2019-04139, stem: 0001825034-2019-04140.

Event description:
It was reported that the patient underwent initial right total hip arthroplasty. Subsequently, the patient experienced increased pain and difficulty ambulating, receiving steroid injections for trochanteric bursitis, which the surgeon attributed to her chronic back pain and sciatica complications. The patient was revised over eight years later due to severe pain, difficulty ambulating, and pseudotumor diagnosed on MRI. During the revision, it was noted that the greater trochanter was nearly void of abductor attachments and severe tissue damage due to trunnion corrosion. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records from multiple office visits noting grinding sound of the hip and injections under fluoro. MRI testing notes pseudotumor formation with fluid collection. Pain and swelling are noted and patient underwent a revision surgery where trunnion corrosion and blacker color are found on the taper. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.